Event description:
Correction to g3 of the initial medwatch. The aware date should be on (B)(6) 2021.

Event description:
It is reported after a bronchoscopy procedure (for the indication of mediastinal lymphadenopathy/lung nodules.) Using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for exophiala lecanii-corni (and other microorganisms). Sequence of events as follows: (B)(6) 2020-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: light growth streptococcus, alpha hemolytic light growth diptheroides, light growth neisseria species fungal culture: exophiala lecanii-corni. (B)(6) 2020: seen by pulmonologist for follow-up after bronchoscopy procedure: no complaints. (B)(6) 2021: seen by pulmonologist for biopsy results. Mild to dry cough noted. (B)(6) 2021: seen by pulmonologist for 6-week follow-up. Feels better, cough subsided. (B)(6) 2021: seen by pulmonologist. Much improved. The patient was not treated with antifungals at anytime during the course of these events. The patient's current condition is described as: no new complaints, at respiratory baseline. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 10/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated.